Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 563 tubes had air bubbles in the gel. There were also 11 tubes with cracks. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and show damaged tubes with a scratch and tubes with air bubbles in the gel. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of damaged (scratched) product and gel air bubbles based on the provided photos. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 563 tubes had air bubbles in the gel. There were also 11 tubes with cracks. There was no report of patient impact.